Event description:
It was reported that, after initiating the capsulorhexis, the surgeon observed increasing blurring and edema of the cornea, making the continuation of the procedure complicated. The surgeon determined that the procedure had to be finished regardless of bad visibility; phaco completed with posterior bag rupture, competitor iol implanted. On day 1: inflammation reaction was observed. Pharmacological treatment was started. On day 2: va was 0.8, cornea almost clear, fibrous changes regressed in majority, inflammation less intensive. Pre-op treatment: betadine for skin and conjunctiva disinfection. Premedication: floxal, tropicamic 1%, neosynephrine, alcaine (eyedrops given before procedure from previously opened bottles stored in the operating room).

Manufacturer narrative:
The complaint product has been requested, but not yet received for eval.